Manufacturer narrative:
Upon device return and inspection, no outer abnormalities were observed. The catheter returned without a guidewire inserted. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and the device was deployed to basket and flower position with no unusual resistance noted. The allegation was unable to be confirmed, and no evidence or abnormalities were observed during the analysis.

Event description:
It was reported that a farawave 31 mm during procedure presented a guidewire stuck. The procedure was proceeded in the order of left superior pulmonary vein (lspv) and right superior pulmonary vein (rspv) after the device is inserted inside the patient, and when the right inferior pulmonary vein (ripv) treatment is performed, the wire got stuck and the issue did not improve even after trying the release method, and it did not move at all even after it was pulled outside the patient and the wire was pulled out. No attached substances were found on the wire, so the catheter and wire were replaced. The wire used was a starter. Act was above 300s. The catheter was replaced, and the procedure was completed without patient complications.

Event description:
It was reported that a farawave 31 mm during procedure presented a guidewire stuck. The procedure was proceeded in the order of left superior pulmonary vein (lspv) and right superior pulmonary vein (rspv) after the device is inserted inside the patient, and when the right inferior pulmonary vein (ripv) treatment is performed, the wire got stuck and the issue did not improve even after trying the release method, and it did not move at all even after it was pulled outside the patient and the wire was pulled out. No attached substances were found on the wire, so the catheter and wire were replaced. The wire used was a starter. Act was above 300s. The catheter was replaced, and the procedure was completed without patient complications.